Event description:
It was reported that they are paddle shift error, causing the patient to be re-exposed. It was determined that the compression device and the switches need ed to be replaced. Once this was done the unit is working as intended.